Event description:
The national complaint coordinator of baxter reported a home patienthad pd solution leak out of the homechoice cassette during priming. Per the report, the home patient changed cassettes and completed therapy without further problems. No patient injury or medical intervention was associated with this incident per the initial report.